Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 344 mg/dl. Prior to the event, the customer was getting no delivery alarms. The caller stated that the customer has been getting these alarms for some time. The caller also stated that the hosp recommended getting a replacement insulin pump. The caller declined troubleshooting. Advised the caller that the insulin pump would be replaced. Nothing further was reported.